Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.6 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.